Event description:
B braun IV pump was set to infuse on "piggyback" mode. Once the start button was pushed, device began to infuse from the primary line, not the piggyback line. Set up was checked and properly placed/hung. The piggyback line was above the primary with the primary line hanging below. Pump was again programmed for piggyback mode with the same error occurring. Pump removed from service. Pump was sent to central supply and not biomed for sequestering. Unable to locate pump. Unable to send the pump to manufacturer for review.